Event description:
In 2009 the patient reported that the piston rod of his infusion device blocks during retraction. He stated that he can hear the motor running but "it's not going any place." He stated that he touches the piston rod with a small pen and it retract completely. He believes the piston rod is "sticking" and the infusion device is not delivering insulin properly. His blood glucose has been elevated for the past month. "The other day" his blood glucose measured 21 mmol/l (378 mg/dl). His target blood glucose range is 7-8 mmol/l (126-144 mg/dl). He boluses through the infusion device to lower his blood glucose. He stated that the infusion device has been dropped or exposed to water. The patient was advised to switch to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.